Manufacturer narrative:
The device was returned for service. The service evaluation confirmed the customer¿s reported issue as the led display does not light up. No other defects were observed.the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the part of the customer high flow insufflation unit ¿integrated flow light emitting diode (led) was not displayed (illuminated)¿ during preparation for use. Since there was no problem with co2 insufflation, the laparoscopic surgery procedure was completed using the same equipment. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue was resolved when a new front panel was installed. However, the definitive root cause of the front panel failure could not be determined. Olympus will continue to monitor field performance for this device.